Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. (B)(4) = dehiscence. Device not returned.

Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the device was explanted after an implant duration of approximately 11 months. On 11/10/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to endocarditis and dehiscence. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility.

Manufacturer narrative:
(B)(4) - cardiac edema; inability to wean from cardiopulmonary bypass; operative mortality. Additional manufacturer narrative: according to the operative report: "the aneurysm had completely displaced the heart and the right atrium was actually in a posterior facing position making it extremely difficult to place a retrograde cardioplegic cannula...the right coronary artery actually had been lifted up by the aortic pseudoaneurysm that had been present because of her recurrent endocarditis...we excised the aortic pseudoaneurysm and passed off the field as specimen as well as the ascending aorta. The bioprosthetic aortic valve that was partially dehisced was excised and the annulus was cleaned of infected tissue. The valve conduit was constructed and the conduit was secured according to manufacturer's instructions in an intra-annular position...the patient was noted to have profound cardiac edema as well as pulmonary edema...because of combination of cardiac edema and pulmonary edema, the patient was not able to successfully wean from cardiopulmonary bypass. Because of the patient's multiple other comorbidities, she was deemed not to be a ventricular assist device or ECMO candidate and we made one final attempt to wean. The heart went into ventricular fibrillation that could not be corrected and she expired."